Event description:
Customer reportedly received results of 170 mg/dl on the advantage system while using comfort curve test strips, and 70 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.